Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not implanted successfully due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.